Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a  manufacturers representative (rep). Since july, pt has had difficulty charging ins. Today in clinic, caller notes that the cording is warm to the touch on the recharger (rtm) and when he moves cording around, the passive charging numbers will change dramatically, eg from 33 to 98. Technical services (tss) reviewed replacing rtm. Adding that patient's weight per patient is 203 lbs. Controller screen has been cracked for about 7 months. Controller is still functional. Tss reviewed replacing controller. Patient called back reporting they received the replacement controller and recharger. Patient inquired how to send old equipment back; agent reviewed information.

Manufacturer narrative:
Section h6, h7 and h9 has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Analysis of the recharger, model 97755, s/n (B)(6), revealed there was a failure with the recharger and low reading being 0 should be higher than 30. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.